Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 30 during basal delivery. Reportedly, the customer successfully loaded a new cartridge to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm and changed the pump supplies to resolve the reported issue. Customer was using apidra insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose (bg) level was above 500 mg/dl. A bolus was administered to address elevated bg levels.